Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to eri, high capture threshold on the lead was observed shortly after implant of the new device. Lead was capped and replaced on (B)(6) 2016. Patient was asymptomatic before, during and after the procedure. Patient's condition was normal.